Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows one of the silicone caps on the end of one of the jaws of the device appears to have detached during use. It appears this cap was then re-attached by the user by sliding the cap over the jaw tip. Upon receipt at medtronic, the cap was removed and inspected, which clearly shows some bonding like residue at the shroud/jaw tip interface. Investigation into this failure by medtronic and the contact MFR identified variations in the cleaning process of the caps, which may have contributed to the event manufacturing process improvements have been implemented to mitigate recurrence of the issue. To date, there have been no reported adverse pt effects associated with this failure mode. Conclusion: reduced performance of the device occurred and is related to the event. Manufacturing process improvements have been implemented to mitigate recurrence of the issue. No adverse pt effects have been reported, and there are no trends for this failure mode.

Event description:
Medtronic rec'd info that while performing an ablation, the plastic tip of this ablation device detached from the jaws of the product. The cap was retrieved and reattached to the jaws of the device using tape, and the procedure was completed with no reported adverse pt effect.